Event description:
It was reported that pump displayed malfunction code 9 with fault ID (B)(4), and issue recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, switched to multiple daily injections as backup therapy, and was provided replacement pump under warranty, with instructions to place old pump in storage mode, return it within 10 days using supplied materials, and program settings and reconnect continuous glucose monitor on replacement device.